Event description:
The rptr stated an aq2015a silicone three piece lens was torn during loading but was not noticed until the surgeon inserted the lens into the pt's eye. The lens was cut into pieces to remove. There was no pt injury. Another same model lens was implanted. The reporter stated the cause of the torn lens was due to a loading error.

Manufacturer narrative:
Eval: results: visual inspection of the returned product found the lens optic torn. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, a likely root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for eval.